Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no specific event date was reported. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 16, 2021 that a hot axios stent was to be implanted transgastric to the jejunum during a gastrojejunostomy procedure performed on an unknown date. During the procedure, the stent failed to deploy. The stent was removed fully covered by the outer sheath and another axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: according to the complainant, the axios stent was placed for a gastrojejunostomy. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.